Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.

Event description:
A report was received that pt was experiencing a burning sensation in her abdomen shortly after being implanted with the precision system. The pt was never programmed and had never turned the device on to use it. The pt's physician confirmed the burning sensation was surgery related, and the pt was explanted. The pt was reportedly doing well following the surgical procedure.